Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿department of orthopaedic surgery, tulane university school of medicine, new orleans, la, USA ¿. The article can be found at https://doi.org/10.1016/j.artd.2020.12.002. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature entitled ¿variability of cutting and thermal dynamics between new and used acetabular reamers during total hip arthroplasty¿, published in 2021, which is associated with the imn instruments (intramedullary nailing system). During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. Osteonecrosis of the acetabular bone due to the heat generated while reaming.